Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited foreign objects within the probe cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation the foreign material adhered to bending section cover could not be identified. Additionally, there were no deviations from the instruction manual in the reprocessing steps at the material residue point and no physical damage where the foreign material remained. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "gif-h185 operation manual chapter 3 preparation and inspection", and preventative measures in "gif-h185 reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.